Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. A 2.50mm x 24mm promus element stent was advanced to treat an unspecified target lesion. The distal portion of the stent was "stuck" at the target lesion and the stent got stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. The distal end of the stent was severely stretched beyond the distal tip. The proximal six strut rows were still crimped and in place on the balloon. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. A 2.50mm x 24mm promus element stent was advanced to treat an unspecified target lesion. The distal portion of the stent was "stuck" at the target lesion and the stent got stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.